Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer has a new sensor that she inserted that is going into threshold suspend at 53 sensor glucose but her blood glucose was 102 mg/dl. The customer also reported at her sensor glucose was at 62 but her blood glucose was 138 mg/dl. While discussing further information regarding issue the call disconnected.